Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) exhibited a docking issue during procedure. The lp was removed and implant attempt abandoned. The patient was in stable condition.